Event description:
Boston scientific crm received information that this device detected high, out of range shock impedances. It was noted that the impedances have been slowly rising since implant. A loose connection was suspected.

Manufacturer narrative:
The pocket was opened and confirmed that the distal setscrew was not properly seated and as such the lead was easily removed without loosening the setscrew. The lead was reseated and the setscrews properly tightened. All lead measurements were within normal limits. The device remains in service.